Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Evaluation results: the customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification. Complainant did not indicate that there was any patient involvement in the reported malfunction.